Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of rv capture at maximum output. The lead was subsequently explanted and replaced. No adverse patient effects were reported. It was noted that this lead was discarded after the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.